Event description:
Complainant alleges that, his heating pad smoldered causing damage to bedding. No injuries were reported with this incident.

Manufacturer narrative:
This product was examined on 10/18/2006 by visual inspection and product testing. The pad had been bunched / folded which is a direct violation of the instructions provided. This incident is the direct result of consumer misuse / abuse of the product.